Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. It was reported that haptic was observed to be stuck to the optic after implantation. The reporting facility did not provide a lot number or any identification of the product therefore the manufacturing date for the product in question is unknown however the root cause of the reported issue is potentially related to manufacturing process change that increased the likelihood of company lens haptics adhering to the posterior optic surface following delivery with the preloaded device. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that upon insertion back haptic sticks to the top of the lens and he has to dislodge it for it to explant into place. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).